Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the intra aortic balloon (iab) had a catheter restriction alarm, autofill failure and leak, blood in tubing. There were no patient harm or injury was reported.